Event description:
During a remote follow up, undersensing was noted on the device. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.